Manufacturer narrative:
(B)(4). The investigation is ongoing and a follow-up MDR will be sent after the completion of the investigation. Mailed date: (B)(4) 2011. (B)(4).

Event description:
Philips received a complaint that alleged that the computer room has smoke coming out and the alarms went off. There are no reported injuries.